Event description:
Ous MDR - after an implantation time of about 10 months, twiddler's syndrome was reported. The lead was explanted and returned to biotronik for analysis. No deterioration of the patient's state of health was reported. The event date was not provided.

Manufacturer narrative:
The returned lead was extensively analyzed. During the investigation, the lead was visually, electrically and mechanically checked. No deviations from the technical specifications,which might be related to the clinical complaint were found during the inspection. The lead proved to be in compliance with specification and properly manufactured. In summary, there were no indications of material or manufacturing defects.